Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one femoral denali filter kit was returned for evaluation. While receiving, the pusher catheter was loaded inside the touhy-borst adapter and filter storage tube. The pusher catheter was pulled proximally from the touhy-borst adapter and it was noted that the pusher wire was detached from the pusher catheter. The detached pusher wire and the filter was removed from the storage tube. Skiving was noted to the storage tube due to advancement of the filter. Therefore, the investigation is confirmed for the advancement issue and the pusher wire detachment as the pusher wire was detached and the filter was received inside the storage tube. It is likely the identified pusher wire detachment led to the alleged advancement issue. A definitive root cause for the alleged advancement issue and identified pusher wire detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 05/2024.

Event description:
It was reported that during a vena cava filter placement, the filter was allegedly stuck in the loader and was unable to be used. The procedure was completed by using another device. There was no reported patient injury.